Event description:
In 2008, the pt reported experiencing erratic blood glucose readings measuring 42 mg/dl to "hi" on his blood glucose monitor since 3 days prior. He stated that he switched to his backup infusion device and experienced the same results. Troubleshooting did not reveal any issues. He was advised to contact his physician. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.